Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem on the right side on (B)(6) 2016 and the patient subsequently developed infection immediately post op.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on (B)(6) 2017 but was not available. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item numbers are available. Event description: it was reported that patient underwent right total hip arthroplasty on (B)(6) 2016 and subsequently developed infection immediately post op. Patient was taken to the operating room and underwent procedure to drain the infection under anesthesia. Patient subsequently experienced second infection in (B)(6) 2016, 3 months post-op. Medical intervention for cellulitis. Antibiotics was prescribed. This event is covered under (B)(4). Later on, patient indicated he might have a possible allergic reaction to nickel. This complaint is covered under (B)(4). Review of received data: patient letter dated (B)(6) 2017: patient states that the surgeon used a zimmer fitmore hip stem size b5. He had lots of problems after surgery and doctors could not figure it out. He found out from his eye doctor that he is reacting to nickel in his glasses. He suspects whether his implants include nickel so that he can get tested for it. Patient call form dated (B)(6) 2017: patient believes he may be having allergic reaction to cup. It was confirmed that the cup from the fitmore system has nickel in it. Infections, cellulitis, pain, walk funny due to pain which is causing pain in knees and other hip has been reported. First infection immediate post op procedure to drain infection under anesthesia, pump was placed after surgery. Second infection in (B)(6) of 2016 cellulitis, oral antibiotics. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the products remain implanted. Review of product documentation: compatibility check could not be done since the product identification is not possible. Root cause analysis and conclusion summary: according to the event the patient received fitmore hip implants on right hip on (B)(6) 2016 and immediately post-op he developed infection. Patient was taken to the or and underwent procedure to drain the infection under anesthesia. No medical document was received to confirm the reported event. No ref or lot numbers of the implants were available for the investigation. Only specific data regarding the products is that the stem is fitmore b5 size stem as found out in the patient letter dated (B)(6) 2017. Despite this information, since there are two different size 5 stems in product portfolio (fitmore hip stem b ext. Offs., size 5 and fitmore hip stem b, size 5) no certain ref number is considered for the investigation. Furthermore, there is no information regarding the other components of the tha. However, the root cause analysis was carried out as if the cup was also fitmore as the stem, even though the fact that fitmore stems can be combined with different cups. No sterilization certificate examination could be done due to absence of the lot numbers. Sterilization specification (B)(4) for fitmore shells, and gamma specification ce (B)(4), gamma specification international (B)(4) and biocompatibility specification (B)(4) for fitmore stems certify the validation processes regarding the sterility of the products. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes of infection include contamination of the product during surgery, damage of packaging during transportation, reuse of the device which is only intended for single use and resterilization failure of the device by the customer. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted an unknown fitmore hip stem on the right side on (B)(6) 2016 and the patient subsequently developed infection immediately post op. Patient was taken to the or and underwent procedure to drain the infection under anesthesia. It was also reported that no products were explanted during the procedure.